Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where the reporter stated that the rn inserted piv and connected t-connector as tightly as possible, but blood continued to leak around connection. It was also stated that when tried to flush with normal saline, it leaked as well. They changed the t-connecter and problem was resolved. There was patient involvement, unknown human harm and unknown delay in therapy.

Manufacturer narrative:
It is not known if the device is available for evaluation- it has been requested. The investigation is pending.

Event description:
Tthere was no human harm and there was minor delay in therapy reported.

Manufacturer narrative:
The complaint of leak around connection on item mc33123 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.. No physical samples were returned. Lot history review was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.